Manufacturer narrative:
Heart attack.

Event description:
The pt reported that the implantable neurostimulator quit working about 10 months after implant, which led to increased pain and elevated blood pressure. The pt had a heart attack and was hospitalized. The neurostimulator-managing hcp won't revise the system due to risk for another heart attack. The pt was discharged with instructions from the healthcare provider to go to the ER for IV medication since oral medications and pain stimulation weren't covering all needs. The stimulator had covered the pain appropriately for the first two months after implant, but now the pt had been going to the ER at least 3-4 times a month for pain treatment. The physician will not consider an procedure in less than 6 months from the heart attack. The manufacturer rep evaluated the pt in 2009. The device was reprogrammed better coverage for the pain was obtained at the time. The pt was instructed to contact the manufacturer rep if additional help was needed. To the date of this report, the pt had not contacted the rep again, but was still complaining of increase pain through the pt services center.